Event description:
It is reported that the spring clip jaw fractured as the surgeon was impacting the femur.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.